Event description:
Reportedly, the estimated residual longevity was displayed as 43 months in (B)(6) 2018 (15 months ago). In (B)(6) 2019, the pacemaker had reached its recommended replacement time.based on preliminary analysis, normal battery depletion occurred according to hrs guidelines.

Event description:
Reportedly, the estimated residual longevity was displayed as 43 months in (B)(6) 2018 (15 months ago). In (B)(6) 2019, the pacemaker had reached its recommended replacement time. Based on preliminary analysis, normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
Preliminary analysis of the returned unit did not reveal any anomaly.

Event description:
Reportedly, the estimated residual longevity was displayed as 43 months in (B)(6) 2018 (15 months ago). In (B)(6) 2019, the pacemaker had reached its recommended replacement time.based on preliminary analysis, normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190820 - file-2019-01985 - analysis_and_closure_report_resp-2019-01182.pdf].